Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, implantable collamer lens of -5.5/+3.5/066 sphere/ cylinder/ axis in the patient's left eye (os) on (B)(6)2018. Refractive surprise along with blurred vision was noticed in the patient due to user error. The surgeon used the manifest refraction instead of the cyclogenic refraction for lens calculation. Lens was exchanged for a similar lens of different diopter on (B)(6) 2018 and the problem was resolved. Status of the eye is "little peripheral corneal oedema". Explanted date: (B)(6) 2018. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -5.5/+3.5/066 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. Refractive surprise was noticed in the patient due to user error. The surgeon used the manifest refraction instead of the cycloplegic refraction for the lens calculation. Lens remains implanted. Lens exchange is planned.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic broken and bent. Dimensional and functional inspection found the lens to be within specifications. (B)(4)